Manufacturer narrative:
Compensation resistors failed in the load cells.

Event description:
It was reported by service report that the bed exit will not go off. No pt involvement or adverse consequences are reported.